Event description:
It was reported that approx 10 mins into a da vinci s hysterectomy procedure, arcing was observed coming from the tip cover accessory installed on the monopolar curved scissors (mcs) instrument. The wrist of the mcs instrument was bent when the spark was observed. The mcs instrument was immediately removed and the tip cover accessory was replaced. The procedure was completed and no pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory and monopolar curved scissors (mcs) instrument have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional info is received, a follow-up MDR will be submitted.